Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation surgery with two 475cc mentor smooth round moderate profile saline breast implants experienced bilateral capsular contracture baker grade unknown and right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate profile saline breast implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/7/2020. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant and developed capsular contracture. During visual inspection of the device, a crease was observed on the posterior view. Additionally, a tear measuring approximately 0.2 cm was found within the crease, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).